Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with shortness of breath to the hospital after receiving inappropriate shocks from their implantable defibrillator. It is suspected that the shocks were to treat atrial fibrillation with rapid ventricular response. The device was explanted and replaced. The patient was fine at their device check on (B)(6) 2017.